Manufacturer narrative:
Additional information was received and the patient was reported as being fine. There were no issues reported. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remained implanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the cartridge cracked. Reportedly, the surgeon noticed a ''divet'' on the edge of the implanted lens. The lens was not removed and remained implanted. No further information was provided.